Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the 3 way waste valve but the analyzer still did not wash correctly. The fse later replaced the air pump. Customer ran qc (quality control) . The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was the waste system fault or failure of the vacuume pump.

Event description:
On (B)(6) 2015, a customer reported over flow errors on start-up of their aia 600ii analyzer. Technical support advised the customer to open and close the waste jar, check all tubing connetions to the waste jar, place liquid in the waste jar, then to restart the system. The error persisted. The customer is unable to run fsh, bhcg, lh ii and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, bhcg, lh ii and e2 patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.